Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced low blood glucose (bg) of 65 mg/dl after engaging in physical activity, including walking and trimming trees. The low was treated with rice pudding, and bg returned to range (135 mg/dl during the call). The agent provided education on pausing insulin during physical activity, especially since the user lives alone. No external assistance or medical intervention occurred.